Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully, downloaded history files and traces using thump. Successfully, uploaded pump to carelink. In further full review of the pump history/traces on the customer's event date of (B)(6) 2024, there is no unexpected alarms/suspends. Unable to verify, daily total of basal/bolus. And all insulin delivered on the customer's event date (B)(6) 2024 listed on smartsolve, due to insufficient data in the trace/history files. Please see below, for pump errors/alarms. Noted 1 week, prior to the customer's event date (B)(6) 2024 in the formatted history file. Sensor error alert (801) was recorded and found in the formatted history file on: (B)(6) 2024, 08:51:04.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted, during testing. Please see below, for the date range listed in the formatted history file. The formatted history file lists data from 02/16/2024 to 04/13/2024 and 04/30/2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the ss event date of (B)(6) 2024. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed). And were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below, for pump errors/alarms noted 1 week prior to the ss event date (B)(6) 2024, in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2024, 06:43:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2024, 16:14:00.000, (B)(6) 2024, 16:24:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2024, 16:45:00.000, (B)(6) 2024, 16:55:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2024, 16:56:04.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2024, 16:56:22.000, (B)(6) 2024, 16:56:30.000. Power management graph was successfully generated. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm and power loss alarm were expected, since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. The pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. The pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed, the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed, the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed, the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the hw (pcba 1/pcba 2). Force sensor zero offset within specification (22.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted, during visual inspection: a scratched case. The pump was received, with the original battery cap. No cracked/damaged battery cap noted, during visual inspection. The pump was received, without a battery installed. Unable to verify, customer's daily total of all insulin delivered surrounding the customer's event date of (B)(6) 2024. The date of (B)(6) 2024 listed on pump history and the days, prior to those dates, due to insufficient data in the trace/history files. The pump passed, all the required functional testing except sleep current measurement. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the hw (pcba 1/pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, passed away on (B)(6) 2024. And the cause of death was heart failure. Troubleshooting was performed and the pump was not worn at the time of passing. The last known product(s), for this customer are mmt-7841zn, mmt-1884, mmt-332a, mmt-242a, mmt-7040a. Mmt-7841zn, mmt-1884 was requested and the device was returned for analysis. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-332a, no product return is required for mmt-242a, no product return is required for mmt-7040a.